Event description:
The user facility reported that while using the product to pass the catheter through the target blood vessel, an unpleasant sensation was experienced. Upon removal and inspection, a hole was discovered in the catheter.

Manufacturer narrative:
A3b: gender: n/a, d2: product code: dqo, kra, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e1: initial reporter name: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp)(importer) registration no. (B)(4) is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. As the involved device, only zizai (hereinafter referred to as the involved device) was returned to tcsc. When water was injected using a syringe to clean the involved device, there was resistance to injection. When the syringe was pushed in, water could be injected, but water was not discharged from the distal tip of the involved device, and leakage of injected water occurred at a point about 5 cm from the distal tip. Water could not be injected into the distal side of the product beyond the point where the leak occurred, and the distal side of the involved device could not be cleaned. For this reason, the device involved could not be cleaned normally. When observing the appearance of the involved device, perforations were observed at 1.5 cm and 4.5 cm from the distal tip. The perforation showed deformation of the resin from the inside to the outside. In addition, a thrombus clogging was observed on the distal side of the perforation that was at 4.5 cm from the distal tip. It was presumed that the perforation that occurred in the involved device may have occurred while the braid was being spread out by applying a local load from the inside toward the proximal side. For this reason, we conducted the simulation test of the perforations that occurred on the involved device by the following method. (1) insertion the metal rod with a catheter bending state: sample: zizai stainless steel metal rod (od 0.35mm / 0.014inch) method: bend and fix the part of about 0.4 cm from the distal tip of the sample. In that state, insert a stainless-steel metal rod into the sample from the distal side. Result: a stainless-steel metal rod was inserted into the sample, and even after the tip of the metal rod reached the kink part of the sample, it was pushed in. As a result, the metal rod pierced the kink part of the sample and perforated. When the perforated part of the sample was enlarged and observed, similar to the involved device, the resin near the perforation was stretched from the inside to the outside toward the proximal side. (2) pressurization with the distal tip of the catheter sealed sample: progreat (device family of zizai) method: inject purified water into the sample and fill the lumen with purified water. Bend the distal part of the sample and seal it with a vise. In that state, immerse the sample in water at 37°c for more than 2 minutes. While immersed in water, use a 1ml syringe to push the plunger by hand and inject purified water into the sample. Result: when purified water was injected into a sample immersed in hot water in a sealed state with a 1 ml syringe, the tube of the sample inflated. When the inflated part of the sample was enlarged and observed, unlike the perforated part of the device involved, the outer layer material was torn and there was a permanent elongation as if it had inflated from the inside and burst. Based on the results of the simulation tests (1) and (2), the perforation of the involved device did not cause permanent elongation in the outer layer material as if it had ruptured, and it was considered that the damage was similar to a perforation caused by the insertion of a core rod. The outer diameter of the involved device was measured to inspect for the following possibilities. Outer diameter: measured to check for abnormalities that may cause the tube perforation of catheter. As a result, the outer diameters of the distal and proximal parts of the involved device were within our standard values, and no abnormalities were observed. In our company, for zizai, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records of the lot 231104450, there were no abnormalities in the results of each inspection, and no abnormalities that could cause the perforation of the catheter. When observing the appearance of the involved device, perforations were observed at 1.5 cm and 4.5 cm from the distal tip. The perforation showed deformation of the resin from the inside to the outside. In addition, a thrombus clogging was observed on the distal side of the perforation that was at 4.5 cm from the distal tip. From the simulation test of the perforation, the following results were obtained. When the steel metal rod was pushed in a bent state of the sample, perforation occurred in the sample. When the perforated part of the sample was enlarged and observed, similar to the involved device, the resin near the perforation was stretched from the inside to the outside toward the proximal side. In addition, the braid near the perforation was spread out. When purified water was injected into a sample in a sealed state, the sample inflated by pressurization. When the inflated part of the sample was enlarged and observed, unlike the perforated part of the involved device, the outer layer material was torn and there was a permanent elongation as if it had inflated from the inside and burst. Based on the results of the simulation tests, the perforation of the involved device did not cause permanent elongation in the outer layer material as if it had ruptured, and it was considered that the damage was similar to a perforation caused by the insertion of a core rod. As a result of the dimension measurement, the outer diameters of the distal and proximal parts of the involved device were within our standard values, and no abnormalities were observed. In our company, for zizai, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records, there were no abnormalities that could cause the perforation of the catheter. From these results, it was presumed that the catheter perforation that occurred in the involved device may have occurred by applying a load from the inside toward the proximal side, such as the insertion of the guidewire. As a result of reviewing device history records of the involved device, there were no abnormalities in the results. Based on this, it was considered that the perforation that occurred on the involved device may have occurred during use after shipment from our company.